Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter: customer reported the needle with the orange shield was separated from the barrel.

Manufacturer narrative:
Investigation summary customer returned photos of a 3/10cc, 12.7mm, 29g syringe with a poly bag from lot # 0167556. Customer states that the needle with the orange shield was separated from the barrel. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0167556. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter: customer reported the needle with the orange shield was separated from the barrel.